Event description:
An apparent lead fracture was reported; the lead was replaced. No patient complications have been reported as a result of this event.

Event description:
An apparent lead fracture was reported; the lead was replaced. No patient complications have been reported as a result of this event. Additional information was received, reporting increased and fluctuating impedance, oversensing and inappropriate therapies. The lead was capped.

Manufacturer narrative:
Other: an apparent lead fracture was reported; the lead was replaced. No patient complications have been reported as a result of this event. Additional information was received, reporting increased and fluctuating impedance, oversensing and inappropriate therapies. The lead was capped. No conclusion can be drawn. Impedance, high, lead(s), fracture of; oversensing, shock, inappropriate.